Event description:
Caller states the pt tested 6.6 inr on the coaguchek test system and 2.72 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test result, and replacement was sent. Comparison performed in a medical facility. Coaguchek test system: meter, test strip lot 467a-a7, exp 06/30/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.